Event description:
It was reported during the this procedure, there were two issues. First issue occurred during the ablation phase. The carto 3 system to which the nmarq multi-channel rf generator was connected reflected an error. The user was then forced to shutdown the device. The procedure was continued without any patient consequence. This issue is highly detectable and not deemed MDR reportable. For the second issue, the physician was pacing through a couple of specific electrodes selected on the carto 3 system but the nmarq multi-channel rf generator remote station was reflecting a different channel for pacing. This issue is indicative of a reportable event. Upon request, additional information on the event was provided by the bwi field representative. It was planned pacing. The output was from the right electrode but the system showed only the different electrodes. The physician was not trying to pace and ablate from the same catheter simultaneously. The stimulator being used was the biotronik uhs 3000. The procedure was completed by rebooting the generator with no patient consequences. The physician did not think there was any potential risk to the patient from this pacing issue.

Manufacturer narrative:
Refer to evaluation summary. (B)(4). First issue occurred during the ablation phase. The carto 3 system to which the nmarq multi-channel rf generator was connected reflected an error. The user was then forced to shut down the device. No data was lost, and the customer could perform the known workaround and continued the case. The issue was not duplicated since then. The issue was related to a random software crash. No further investigation is possible as the customer did not provide detailed information about actions that were taken with application prior to the crash. On the same case, when the physician was pacing through a specific couple of electrodes selected on the carto 3 system, the nmarq remote station was reflecting a different channel for pacing. It was not where the stimulation was passing through. The issue was related to sw defect#(B)(4) - wrong pacing indication in nmarq rf generator. The defect was fixed in sw version 3.2.2. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: nmarq multi-channel rf generator, model #: d-1341-07, serial #: (B)(4). This device has not been approved by the us FDA and is not marketed in the us. Non bwi - stimulator - biotronik uhs 3000. (B)(4).